Event description:
It was reported that after 30 minutes of fam mapping in the left atrium during an afib procedure, with carto 3 system and ultrasound used as visual guides (no flouroscopy used), a pericardial effusion was noticed. A drop in the patient's blood pressure was initially noticed by the lab nurse. They confirmed the effusion on ice. The procedure was aborted, a pericardiocentesis was immediately started and IV fluid was given. The patient was hemodynamically stable. Patient was intubated for the afib ablation prior to the injury. The patient was sent to the ccu after leaving the ep lab.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system; model #: m-4800-01; serial #: (B)(4). Cool flow irrigation pump; model #: m-5491-02; serial #: (B)(4). Stockert rf generator model #:m-5463-01, serial #: (B)(4). C3 nav variable lasso catheter (product not returned to bwi for investigation) model #: d-1290-01-s, lot #.: 15469335l. 5. Soundstar 3d 10f-90 catheter (reprocessed) model #: m-5723-05 lot #.: 15469335l catheter 6. Generic - coronary sinus catheter catheter (reprocessed) model #:unknown lot #.: unknown 7. Generic - webster quadropolar - fixed catheter (reprocessed) model #:unknown lot #.: unknown the customer was contacted by biosense webster field service engineer. The customer confirmed that they do not consider the bwi equipment or products to be the cause of the patient incident. Customer declined service and continue to use bwi equipment. (B)(4).